Manufacturer narrative:
Us reporting agent notified on: (B)(6) 2014. Manufacturing site evaluation: samples received: 1 open pouch. There are no previous complaints of this code/batch. (B)(4) units of this code-batch were manufactured and distributed. There are no units in OEM stock. Received one open and used sample with the thread broken. The end of the broken thread is split. Without any closed sample a proper analysis can not be performed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable.

Event description:
Country of complaint: russian federation. Raw material complaint: the monofilament thread "split" as if it were braided suture. (Premilene).